Event description:
Alert: rv bipolar lead impedance warning of 133 ohms on (B)(6) 2023. Device appears to be undersensing on the ventricular lead on some stored egms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).